Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device displayed paddles disconnected message does not display the message shock delivered. The device was not in use on a patient.

Event description:
It was reported to philips that the device displayed "paddles disconnected" message and does not display the message "shock delivered." The device was not in use on a patient; as indicated by the initial reporter answering the safety questions during service order initiation.